Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer states the device had a bad ac module. No malfunction or patient involvement.